Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 - conforming device. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples revealed that the vcpb840d samples were returned with no apparent damage on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: how many sutures were broken during tying in this single procedure? 2 sutures were broken during op. What was the initial procedure? Tkr case. Note: events reported via mw # 2210968-2021-00827, and 2210968-2021-01723.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number phh586, and no non-conformances related to the reported complaint condition were identified. Summary: a picture was received for evaluation. Upon to visual inspection of the picture, an overwrap packer of product code x519, lot # phh586 could be observed. No breakage sutures or sutures were noted in the picture. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures were broken during tying in this single procedure? * what was the initial procedure? Device return follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. It was reported that the sutures were broken during tying. There was no delay in surgery. There were no patient consequences reported. Additional information has been requested.